Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient's ins is not working. The caller reported the patient has lower back pain and syncope. No further complications were reported. No additional patient symptoms were reported.